Event description:
It was reported that the inflatable penile prosthesis (ipp) migrated and became visible under the skin. The reservoir was explanted and replaced. There were no patient complications reported.